Manufacturer narrative:
Pump received with e22 alarm followed by a32 alarm after battery installation, problem isolated to mother board. Unable to perform any tests due to e22 and a32 alarm.

Event description:
The customer reported via phone call that the creating RMA to receive in proper device. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.